Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing, and a request was made to have device data analyzed. Technical services (ts) reviewed the provided data, noting the system recorded non-physiologic noise in primary vector @ 1x gain. In the episode, the artefacts seem to indicate a possible connection issue: loss of baseline and non-physiologic signals indicate a possible mechanical issue with the electrode or connection. Programming and troubleshooting recommendations were discussed at length. Since r-wave amplitude in secondary vector is too small and therefore not a viable option, device therapy will be turned off, and the patient will be equipped with a lifevest. It was noted the patient is pregnant, and further system investigation will be performed after the birth. No adverse patient effects were reported. This system remains in service. Additional information: further troubleshooting took place on december 18, 2025. Per the field, the above referenced issues persist. As the secondary vector cannot be programmed, the doctors recommended revision of the device and the electrode. This is scheduled for later in january 2026. The patient is still being monitored via the latitude remote patient monitoring system with s-ICD therapy reactivated in the primary vector. As such, the patient is no longer equipped with a lifevest. Additional information received on february 16, 2026, indicates the patient has decided against a revision procedure for the time being and would like to observe the progression/frequency of the untreated episodes first. The patient will continue to be closely monitored via latitude.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing, and a request was made to have device data analyzed. Technical services (ts) reviewed the provided data, noting the system recorded non-physiologic noise in primary vector @ 1x gain. In the episode, the artefacts seem to indicate a possible connection issue: loss of baseline and non-physiologic signals indicate a possible mechanical issue with the electrode or connection. Programming and troubleshooting recommendations were discussed at length. Since r-wave amplitude in secondary vector is too small and therefore not a viable option, device therapy will be turned off, and the patient will be equipped with a lifevest. It was noted the patient is pregnant, and further system investigation will be performed after the birth. No adverse patient effects were reported. This system remains in service. Additional information: further troubleshooting took place on (B)(6) 2025. Per the field, the above referenced issues persist. As the secondary vector cannot be programmed, the doctors recommended revision of the device and the electrode. This is scheduled for later in (B)(6) 2026. The patient is still being monitored via the latitude remote patient monitoring system with s-ICD therapy reactivated in the primary vector. As such, the patient is no longer equipped with a lifevest.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing, and a request was made to have device data analyzed. Technical services (ts) reviewed the provided data, noting the system recorded non-physiologic noise in primary vector @ 1x gain. In the episode, the artefacts seem to indicate a possible connection issue: loss of baseline and non-physiologic signals indicate a possible mechanical issue with the electrode or connection. Programming and troubleshooting recommendations were discussed at length. Since r-wave amplitude in secondary vector is too small and therefore not a viable option, device therapy will be turned off, and the patient will be equipped with a lifevest. It was noted the patient is pregnant, and further system investigation will be performed after the birth. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.